Manufacturer narrative:
The wheelchair was returned completely disassembled and in a unsanitary condition so it could not be evaluated, therefore, the complaint could not be verified. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The frame is bent.